Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using the bd alaris pump module smartsite infusion set, leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: our pediatric oncology clinic has twice reported a chemo leak/spill.

Manufacturer narrative:
H6: investigation summary: the customer reported two chemo leak from material 2426-0500 and returned a photo of the incident. The photo verifies the failure as a silicon tubing small hole puncture leak. The root cause for these has been found to be tied with the air pressure used, the operator process, and the cutting system. Several corrective actions were put in place: flow regulators to verify the correct air pressure for the cutting system, visual aid for the operators, and air verification task of the manometers. Device history record review for model 2426-0500 lot number 22043005 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
It was reported while using bd alaris pump module smartsite infusion set leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: our pediatric oncology clinic has twice reported a chemo leak/spill